Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal loaded improperly. A new unit was used to complete the procedure. The hospital reported no patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the investigation is completed. (B) (4)